Event description:
Pt had a trapeze vena cava filter placed and subsequently had a caval thrombosis. While this is a known complication with any ivc filter, dr is concerned because they have seen several with this type in the last year.